Manufacturer narrative:
(B)(4). The insulin pump passed displacement test, rewind test, prime, seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement and active current measurement. Pump error alarmed during self test and confirmed in pump history with variable due to broken trace at electrical point on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose level and because asked for replacement of insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.